Event description:
Customer received a discrepant result for phenytoin for one pt sample, initial result 13 mg per l. Same sample was analyzed by three other methods giving 28 (integra), 28 (hplc), and 23 mg per l (abbott architect). Customer reported the discrepant result as therapeutic, when the result would have been reported as toxic from the other methods. No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.